Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient's husband/reporter contacted lifescan (lfs) customer service for the lay-user/patient on (B)(6) 2010 alleging that the onetouch ultramini meter is giving inaccurate high reading of "132 mg/dl" compared to the paramedic reading of "58 mg/dl." This medical surveillance specialist contacted the patient on (B)(6) 2010 to clarify information obtained during the initial phone call. The patient manages her diabetes self adjusting insulin. The insulin sliding scale is only implemented if her blood glucose exceeds "150 mg/dl," otherwise; she takes the usual insulin dose, 8 units of fast acting insulin and 30 units of lantus once per day. According to the patient, the alleged "132 mg/dl" reading was obtained sometime in (B)(6) 2009 at 7:30 pm. Her blood glucose readings were normal (below 150 mg/dl) and there was no need to use her sliding scale insulin regimen. The patient ate her usual 5 meals per day and did not participate in any strenuous activity. At around 7:50 pm, the patient developed symptoms described as "seizure, hallucinations, and fell on the floor." The patient subsequently passed out. Upon arrival at 8 pm, the paramedic treatment the patient with IV glucose while obtaining a blood glucose reading of "58 mg/dl" on the emergency medical service meter. The patient was hospitalize for 5 days and treated for hypoglycemia and kidney failure. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms and received medical intervention for hypoglycemia 20 minutes after obtaining a alleged inaccurate high reading on the lfs meter.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron lx I 725 clinical system for two patient samples upon repeat, both samples resulted in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.